Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) triggered due to high rate non-sustained episodes and noise on both the right atrial (ra) and right ventricular (rv) channels. It was determined that the patient had been undergoing surgery at the exact date and time of the episodes. The implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.